Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and customer alleged pump broke- took the pump to her educator and her educator tried to change the battery cap and pump is still not working and frozen display recurred. The customer reported high blood glucose value of 585 mg/dl. The event involved product mmt-1884. Troubleshooting was performed and the customer had not been using the insulin pump within 48 hours of the reported event, and it was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0871 inches. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thus/thump and carelink. Confirmed (B)(4). Of normal bolus was delivered on (B)(6) 2026 between 12a and 11:59p. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no over/under delivery anomalies noted during testing. No damage noted to battery cap. Frozen screen was not noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.